Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon may be attributed to the user using a non-designated lamp without noticing (or following) the description in the instruction manual. Using a non-designated lamp caused ignition failure and spare lamp came on with e102 error. The following verbiage is identified within the instruction manual, which could prevent the phenomenon to occur: "never install a lamp that has not been approved by olympus. The use of a non approved lamp can cause damage to the light source and ancillary equipment, malfunction, or fire". E2, e3 ¿ three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor field performance of this device.

Manufacturer narrative:
The customer called and reported her issue to olympus technical assistance center (tac) personnel. The customer stated that the event occurred twice and the spare lamp turned on but after rebooting the clv-190, the error cleared and the device was functioning properly. The customer did confirm that the bulb had been replaced with a non-olympus light bulb. Tac advised her to swap out the non-olympus bulb with an approved-olympus model. Tac went on to note that if the issue presented again, the customer should return the device for evaluation. At this time, the issue has not reoccurred and the device is not scheduled to be returned.

Event description:
The customer called in to report that the evis exera iii xenon light source presented an e102 error during a procedure. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.